Event description:
A caller reported experiencing a data error alert on their pump, known as alert 4. Although the customer's blood glucose level fluctuated between 54-500mg/dl, it was within normal range, so there was no adverse impact reported. Technical support informed the caller that some history logs might have been erased, but therapy remained unaffected, and the customer acknowledged this and continued using the pump for insulin therapy.